Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be exhibiting accelerated battery depletion as the estimated remaining longevity was 2.5 years remaining while the previous follow-up indicated the battery had 5 years left. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. A new analysis will be requested in 60 days as the cardiologist wants to keep an eye on it for now. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the reported premature battery depletion associated with this ICD. Boston scientific technical services reviewed available device diagnostic data, which revealed the battery was depleting faster than expected, and device replacement (or repeat data analysis) was recommended. To date, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: boston scientific technical services reviewed available device diagnostic data; the device's battery was exhibiting an unexpected behavior, depleting faster than expected based on the historical daily battery voltage data. Based on these results, technical services advised device replacement. To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be exhibiting accelerated battery depletion as the estimated remaining longevity was 2.5 years remaining while the previous follow-up indicated the battery had 5 years left. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. A new analysis will be requested in 60 days as the cardiologist wants to keep an eye on it for now. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.